Event description:
Complaint reported that the siderail was staying in up position. No injury alleged.

Manufacturer narrative:
Tech replaced the broken right siderail end tube and rivets to resolve this issue. Unit was found in the repair shop.